Event description:
It was reported that the etco2 port felt loose. When screwed in, the pump will not start to acquire readings and screen reads capnometer filter line not connected. The device was reported to be in use, but no adverse event to the patient was reported.